Manufacturer narrative:
A ge service representative performed an on site investigation. The column pcs2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had problems with the column raising and lowering. No pt injury was reported.